Event description:
Additional information: the answer to the question "did the clinical user have been exposed to blood/body fluids as a result of this incident" was "yes". Not. Are healthcare workers wearing appropriate personal protective equipment? Not. Does the health care provider have open contact with the skin or mucous membranes? Not. Did the reported exposure result in serious injury or damage, diagnosis, or treatment? If yes, please describe.

Manufacturer narrative:
Investigation results: the complaint of a leak at the septum was confirmed and the cause was determined to be manufacturing related. One photograph was provided for investigation, which showed an 18g nexiva device that was inserted in the patient's arm. What appeared to be blood residue was found underneath the dressing and around the nexiva wings. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaks beyond the blood control feature. The following information was provided by the initial reporter, translated from chinese to english: isolation plug leaked blood after withdrawal of core, could return defective product but product was contaminated and patient had hepatitis 19aug the product is leaking blood at the end of the isolation plug.